Event description:
It was reported that noise appeared simultaneously in both lead channels on the patient's pacemaker system. The noise was oversensed, causing pacing inhibition with greater than two seconds of asystole. The field representative informed that the patient had done in hospital testing that day, which included magnetic resonance imaging (MRI) in which the device was not programmed to MRI protection mode by the hospital staff. The field representative also noted that the noise looked like minute ventilation oversensing. Boston scientific technical services (ts) was asked to review the electrogram, and ts suspected either a lead issue or other hospital equipment being sensed by the device, and recommended bringing the patient in for further testing. The device and leads remain in service. No adverse patient effects were reported. This product is part of the minute ventilation signal oversensing advisory population.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that noise appeared simultaneously in both lead channels on the patient's pacemaker system. The noise was oversensed, causing pacing inhibition with greater than two seconds of asystole. The field representative informed that the patient had done in hospital testing that day, which included magnetic resonance imaging (MRI) in which the device was not programmed to MRI protection mode by the hospital staff. The field representative also noted that the noise looked like minute ventilation oversensing. Boston scientific technical services (ts) was asked to review the electrogram, and ts suspected either a lead issue or other hospital equipment being sensed by the device, and recommended bringing the patient in for further testing. The device and leads remain in service. No adverse patient effects were reported. This product is part of the minute ventilation signal oversensing advisory population.